Manufacturer narrative:
The product involved in the event was not available for return. The complaint component surgical polyisoprene gloves, part number: 48317 is manufactured by ansell (FDA registration: 8041180). A supplier corrective action (scar) was submitted to the manufacturer on 12may2023. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
An incident occurred several times during donning of the gloves prior to use and after use with patients. There was no medical intervention/injury or employee health visits that occurred on the part of the user or patient. The holes were found in the gloves not the sterile packaging.

Manufacturer narrative:
Correction: please note, the report was a malfunction for which o&m halyard is not the legal manufacturer but we are the initial importer. The legal manufacturer has been made aware. O&m halyard filed initial report with the FDA in error. Per 21 cfr 803.40, importers are required to send reports of device-related deaths and serious injuries to FDA. This complaint is a malfunction whereby no serious injury or death was reported. The device involved in this complaint was not returned for evaluation. The manufacturer (ansell) has replied to o&m halyard supplier corrective action request indicating that investigation was limited due to no lot number or samples provided. The manufacturer indicated that the calcium carbonate type changed from precarb+superlite to superlite ground calcium carbonate in february 2023. Without an indicated lot number, the manufacturer isn't sure this complaint incident involved a lot manufactured before or after this change. They will be monitoring all complaints for this product type to ensure there are no trend(s) for this issue. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text: device not returned.